Event description:
The reporting surgeon provided add'l info. One day postop the pt's intraocular pressure was elevated at 54. The pt's visual acuity (va) prior to the implant surgery was 20/70 (1/2/2002). The pt's va after implant surgery was 10/25+ (4/9/2002).

Event description:
A surgeon reported that a pt experienced unexpected postop refraction and significant corneal edema following intraocular lens (iol) implantation. Seven days postop the corneal edema had improved and the refraction had decreased. Add'l info has been requested.